Event description:
During recertification of a service loaner, the defibrillation output energy was found to be lower than specified tolerance for the selected setting and the device displayed error message code "shorted disc" on the monitor screen. There was no pt involvement in the reported failure.